Event description:
Technical services indicated the programmer overestimated the longevity of the device. There was no indication of premature battery depletion and the device battery voltage was found to be within expected longevity performance.